Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stent placement procedure performed on (B)(6) 2010. According to the complainant, the stent and delivery system were inserted into the patient in a normal fashion, deployment was begun, but then the proximal portion of the stent did not open. The stent and delivery system were removed, and the procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since 6apr2010: the patient was female, over the age of 18, and had a normal build. The stent was placed to treat a stricture in the mid-trachea. The stricture was not tight and was not predilated. There were no issues with the deployment of the device. After the stent was completely deployed off the device, the proximal end of the stent did not appear to have expanded properly. The stent was removed with forceps.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stent placement procedure performed on (B) (6) 2010. According to the complainant, the stent and delivery system were inserted into the patient in a normal fashion, deployment was begun, but then the proximal portion of the stent did not open. The stent and delivery system were removed, and the procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) (stent, partially deployed).

Manufacturer narrative:
Age: unknown; however over 18 years old. Weight: unknown; however patient was of a "normal" build. (B)(4): medical intervention required, stent, failed to expand. A deployed stent was returned for analysis. A visual examination revealed that it was not fully expanded at one end. The stent wires were pulled and damaged, but no stent wire breaks were noted. No other issues were noted. It cannot be conclusively determined what extent of the damage occurred during removal from the patient with the forceps. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. However, the directions for use states, "if necessary, complete stent expansion using balloon dilators up to the diameter of the stent."